Event description:
It was reported to the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on an unknown date. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is a trained user of the mynx, used the device to close the femoral artery. It was reported that the physician shuttled down and when he pulled the sheath to expose the advancer tube, the advancer tube did not engage. The physician deflated the balloon and removed the device. Manual compression was applied at the access site and hemostasis was successfully achieved after 15 minutes. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the catheter showed excessive adhesive around the distal edge of the proximal tamp lock and it was also found that the advancer tube would not engage to the tamp lock. Based on the provided information and the investigation performed, the cause for the failure to deploy is due to the excessive adhesive that formed a taper around the distal edge of the tamp lock. The review of the lhr (lot f1035121) indicated that the mynx device met all established performance criteria prior to shipment.